Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that before going to sleep, the patient checked his dexcom app which showed egv 140 mg/dl 9 days after the sensor was put on the arm. About 30 minutes later, his partner heard the dexcom app alarm and tried to wake him, but he had passed out. The dexcom app showed ¿sensor failed ¿ replace sensor now.¿ they gave him nasal spray glucagon and waited, but when he did not respond, they called 911. Emergency medical services (ems) arrived, checked his glucose (20 mg/dl), and gave him glucose (route not specified). He woke up after about 10 minutes, and his glucose was 140 mg/dl. He was not taken to the hospital, ems stayed around 30 minutes, and he was feeling fine after they left. No other details were documented. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be progressive sensor decline. No additional event or patient information is available.